Manufacturer narrative:
Plant investigation:the complaint could not be confirmed, as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint. A sample was not returned. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A biomedical technician (bmt) reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. There was no harm reported in the initial report. A sample dialyzer is not available to return. Additional information was requested, but no data was provided.

Event description:
A biomedical technician (bmt) reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. There was no harm reported in the initial report. A sample dialyzer is not available to return. Additional information was requested, but no data was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.